Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that angina and in-stent restenosis occurred. On (B)(6) 2024, in-stent restenosis in the proximal right coronary artery (rca) was treated with a 4.00 x 24 mm synergy megatron everolimus-eluting stent. On (B)(6) 2025, the patient presented to the hospital with symptoms of recurrent angina. At the time of event the patient was on aspirin and clopidogrel, which were continued. The patient was diagnosed with coronary artery disease. Coronary angiography revealed a 70% in-stent restenosis at the proximal rca. A 70% in stent restenosis at proximal rca extending to mid rca due to neo intimal hyperplasia was noted and was initially treated with a cutting balloon and further successfully treated with an nc balloon and brachytherapy. Post revascularization, the residual stenosis was noted as 30% with timi flow 3. The event was considered as recovered/resolved.